Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the term cover was missing from the pad. The reported condition was confirmed. The investigation found the term cover was missing from the pad. Manufacturing engineer confirmed the complaint product returned did not meet acceptance criteria with the finish product missing a termination cover. Engineering reviewed DHR and no ncr/prr associated with this lot. Work orders history indicated the cover station had a cover error on the (B)(6) 2019 which was when this lot was manufactured. The issue was resolved after the peeling plate alignment was corrected. It looks like during manual cycling of the machine to test and address the issue; pad was inadvertently released onto the eject station which move pad to the foremost 1 packaging machine for operator to load into the foremost packing machine. There was a human miss involved in this event because checking for missing term cover at the loading station of the foremost packaging machine is required per packaging sop. In this case the operator failed to identify the missing term cover defect. Process improvements have been implemented to mitigate this issue. The investigation identified the root cause of the reported event to be a manufacturing error. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to procedure, when the device was out of the package before use, the two sides of the connection part of the generator and the cord was reversed and was found to be connected. The procedure was completed with another device. There was no patient involvement.